Event description:
It was reported the patient had a cardiac arrest at home. In the hospital, they could not communicate with the device. It was determined to be completely depleted. The patient had been seen in five months previously, and the battery impedance was 1200 ohms. The device was explanted and replaced. No further patient complications were reported as a result of this event. Additional information received reported the device had depleted prematurely and had been a subcutaneous implant. The patient is doing well with no adverse effects. Additional information received through a journal article indicated that the patient developed sudden shortness of breath and weakness. He was found to be in complete heart block with heart rate in the 30s. He then required CPR, and temporary pacing. No communication was possible with the device. There was suspected premature battery depletion, intermittent and/or no output noted as well. The device was replaced. No further patient complications were reported.

Event description:
It was reported the patient had a cardiac arrest at home. In the hospital, they could not communicate with the device. It was determined to be completely depleted. The patient had been seen in five months previously, and the battery impedance was 1200 ohms. The device was explanted and replaced. No further patient complications were reported as a result of this event. Additional information received reported the device had depleted prematurely and had been a subcutaneous implant. The patient is doing well with no adverse effects.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: analysis determined the reported no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: analysis determined the reported no output and no telemetry conditions were the result of lifted hybrid bond wires. Reference article: "sudden pacemaker failure." Pacing and clinical electrophysiology. 2009;32(10):e4-e6. The device is part of the advisory for this model.